Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected narrative: event date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The report is for four (4) unknown locking screw, diameter 2.7mm, length 14mm (2 pcs) and 18mm (2 pcs).

Manufacturer narrative:
This report is for (4) unk - screws locking/unknown lot number. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that four locking screws broke postoperatively. The initial implant date was on (B)(6) 2016 and the revision surgery took place on (B)(6) 2017. Complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional patient¿s identifier reported as (B)(6). The possible part numbers for the four (4) unknown locking screw, diameter 2.7mm, length 14mm (2 pcs) and 18mm (2 pcs) are as below: 2x 402.214 locking screw stardrive®, self-tapping; 2x 402.218 locking screw stardrive®, self-tapping; or 2x 04.211.014 va locking screw stardrive® ø 2.7mm (head 2.4); 2x 04.211.018 va locking screw stardrive® ø 2.7mm (head 2.4); device returned to manufacturer. Reporter phone number: (B)(6). A product investigation was performed. Four broken locking screws were returned. Two screw head, fragment of threaded screw shaft and three screw shaft. Two screw head are missing. Corresponding to the op - report it is possible used article numbers are as follows: 2x 402.214 locking screw stardrive®, self-tapping; 2x 402.218 locking screw stardrive®, self-tapping; or 2x 04.211.014 va locking screw stardrive® ø 2.7mm (head 2.4); 2x 04.211.018 va locking screw stardrive® ø 2.7mm (head 2.4). Because of the damage of the screws the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Therefore only a visual inspection on these devices will be performed. The broken threaded shaft of screws and the screw heads shows that the articles are in a used condition with heavy damage. The surface of these implants has wear marks. It is not possible to determine where it is coming from. We can only assume that this can be traced during removal or a possible instability of the fracture situation. Based on the provided information we are not able to determine the exact cause of these breakages. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure of the screws. Based on the available information we have no connection of a manufacturing related failure or deviation could be drawn of this complaint found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was initially treated for extensive metatarsalgia ii, iii, IV with extended mfk ii-IV and symptomatic tailor bunion (inter-metatarsal angle (imt) between IV/v shaft 16°).

Manufacturer narrative:
Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was initially treated by surgeon for extensive metatarsalgia ii, iii, IV with extended mfk ii-IV and symptomatic tailor bunion (inter-metatarsal angle (imt) between IV/v shaft 16°).